Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge(B)(4) site, per variance 5.

Event description:
The customer reported via phone call that a battery out alarm and weak battery alert were received although, batteries installed were new. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for battery and customer was informed that a new battery cap would be provided to him. No further information was given.